Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser advised rollator is pulling to the left. Enduser advised has a balancing condition and needs to use the rollator.